Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that no adverse event happened on (B)(6) 2014. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
It was reported the patient was not trained adequately on using the device and they were trained while under the influence of pain medications. The patient was still in pain from the implant procedure. The patient was allergic to many pain medications except percocet and one other. The pain medication the patient was given was percocet and that made them vomit so they were kept in the hospital for an extra day. The patient did leave the hospital on (B)(6). No or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if information becomes available.